Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer had a high blood glucose level and did a site change, but received a no delivery alarm when he tried to bolus. Customer's current blood glucose level was 350 mg/dl. Customer was advised that the alarm may have been due to the bent cannula. Customer advised to change the entire infusion set. Customer is out camping and does not have any more sets/reservoir. No additional information provided.